Event description:
Noticed bubbling in water seal of a pleur-evac on a new heart pt; then blood began to leak from ats bag, at seams of bag. The ats bag was changed and all was then fine. Hospital has been using pleur-evac for 11 years.